Event description:
Caller reported compact plus system blood glucose results of 165 mg/dl, 114 mg/dl, 118 mg/dl, 87 mg/dl, 117 mg/dl, and 149 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.